Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was receiving radiation therapy which caused the device to have an electrical reset. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters, write to locked ram por with ecc-lia conflict, address=67f7, data=bd on (B)(6) 2010. Patient alert for device circuit error on (B)(6) 2010.

Event description:
It was reported that the patient was receiving radiation therapy which caused the device to have an electrical reset. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.